Event description:
This spontaneous report was received on (B)(6) 2012, from a (B)(6) female consumer reporting on self from united states. On an unspecified date, the consumer started using the o.b. Non-applicator tampons, vaginally for menstruation (lot number 2991m4187, expiration date and frequency unspecified). After an unspecified duration, she noticed that the tampons leaked and the string of the tampon was missing when she tried to remove it. She also stated that the pad was soaked and the tampon did not absorb except where the blood has passed it. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case. Additional information received on (B)(4) 2012. Based on the quality investigation, qa investigation for lot number 2991m4187 noted a review of manufacturing, labeling, packaging, formula or design issues that could contribute to this complaint and no issues were found. A review of the complaint data associated with these categories, found no adverse trends and no trend involving this lot number. A visual inspection of the sample received on (B)(4) 2012, revealed that all tampons had strings. The analyst confirmed through visual inspection that the device met the specifications. Absorbency was tested as part of the release process. The results for this lot of finished product were verified and found to meet all release criteria. Based on the previous investigation results and based on returned sample inspection, this complaint was not verified and not confirmed. The complaint trends would continue to be monitored. This report remains a reportable malfunction case in the united states.

Event description:
This spontaneous report was received on (B)(6) 2012, from a (B)(6) female consumer reporting on self from united states. On an unspecified date, the consumer started using the o.b. Non-applicator tampons, vaginally for menstruation (lot number 2991m4187, expiration date and frequency unspecified). After an unspecified duration, she noticed that the tampons leaked and the string of the tampon was missing when she tried to remove it. She also stated that the pad was soaked and the tampon did not absorb except where the blood has passed it. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case.

Manufacturer narrative:
The date of this submission is (B)(4) 2012. This closes out this report unless other additional significant information is received.

Manufacturer narrative:
The date of this submission is (B)(4) 2012. This closes out this report unless other additional significant information is received.